Event description:
It was reported that an unspecified access set had bubbles staying in the port side. This was observed after priming the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D1/d4/g4: the set is potentially one of the following: brand name is clearlink/continu-flo, model and catalog number 2c8537, UDI# is (B)(4), 510k# is k203609. Brand name is clearlink, model and catalog number 2c8425, UDI# is (B)(4), 510k# is k112893. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.